Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As per medical records: "patient was seen on (B)(6) 2010 where it was noted she had a revision of dislocated right total hip surgery on (B)(6) 2010".